Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: a rapid response team call was offered by post market surveillance. Additional information received from the affiliate: there is no interest to speak to our medical and engineering at the moment. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? In what surgical procedure was the device used? What specific anastomosis was the device used for? Was the device used to create the common opening and close the anastomosis or were other stapling devices or suturing techniques utilized? What color cartridge was used? Were there any staple formation issues in the primary or secondary procedure? Was the bleeding intraluminal or intraabdominal? What is the current patient status?

Event description:
It was reported that after an unknown procedure, heavy post-operative bleeding was reported having performed a side by side anastomoses with the device. One-two (1-2) day secondary hemorrhage following the anastomosis surgery. The patient was returned to the theatre for revision surgery. One device and one reload were disposed of.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.